Event description:
Patient reported left side deflation. Healthcare professional reported left side deflation and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: a curved opening on patch/shell bond edge, fold creases, wear abrasion, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional confirmed left side deflation and reported capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side deflation. Device remains implanted.